Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) interrogated high gradual impedance increase in the right ventricular (rv) lead. The device was suspect of a loose pin connector after examining a chest x-ray. The device remains in use. No patient complications have been reported as a result of this event.